Event description:
It was reported that at magnetic resonance imaging (MRI) procedure, the device interrogation revealed multiple episodes of rapidly conducted atrial fibrillation (af) to ventricular tachycardia (vt). Inappropriate bursts of anti-tachycardia pacing (atp) were subsequently delivered, which accelerated the vt to ventricular fibrillation (vf). A 41j shock was delivered by the device which converted the patient's rate back to the normal sinus rhythm. The boston scientific representative at the scene was concerned that the cardiology technicians did not present these episodes to the overseeing physician, as the purpose of the MRI was to assess potential causes for the patient's syncope. The cardiology technician indicated they had not seen any of the aforementioned episodes in the log book and had taken a photo. However, when the boston scientific representative observed the taken photo, the data shown had been from 2004. The MRI procedure was subsequently cancelled as it was concluded the cause of the syncope was most likely the result of the rhythm acceleration to vf. The boston scientific sales representative was contacted by the patient's geriatrician where it was communicated the patient truly did experience inappropriate shocks. It was stated the patient had dementia and when they communicated feeling shocks, it was ignored due to the incorrect device data from 2004. The patient was then incorrectly medicated with valium, despite his adamancy that he truly did receive shock therapy from his implantable device. Upon further investigation, the boston scientific representative discovered that the programmer that had been used had a low power, internal battery clock error. The programmer pop-up message clearly stated that while this error did not affect normal programmer function, the clock had to be set manually when viewing episodes. The boston scientific representative concluded that this warning had been ignored by the technicians. This unfortunately resulted in the extended four week hospitalization stay with inappropriate medication prescription and a delay to proper treatment for the patient's cardiac events. Information has been requested regarding any further actions taken to prevent future rapidly conducted af to vt and subsequent acceleration to vf, but a response has not yet been received. At this time, the device remains implanted and the patient was stable.

Manufacturer narrative:
This report is being sent to correct information in b5.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) communicated feeling shocks from their device. The patient was seen at the hospital and the ICD was interrogated. No episodes were noted and, as such, the patient was suspected of exhibiting dementia so was medicated with valium and hospitalized. It was reported that during the hospital stay, the patient suffered a syncopal episode so a magnetic resonance imaging (MRI) procedure was scheduled. Prior to the MRI, this device was interrogated once again with a boston scientific representative at the scene and, at this time, interrogation revealed multiple episodes of rapidly conducted atrial fibrillation (af) resulting in ventricular tachycardia (vt). Inappropriate bursts of anti-tachycardia pacing (atp) had been delivered by the ICD, which accelerated the vt to ventricular fibrillation (vf). A 41j shock was noted to have been delivered after that, which converted the patient's rate back to normal sinus rhythm. Upon investigation, the boston scientific representative discovered that the programmer that had been used had a low power, internal battery clock error. The programmer pop-up message stated that while this error did not affect normal programmer function, the clock had to be set manually when viewing episodes. The sales representative discovered the cardiology technician who had interrogated this ICD when the patient initially presented to the hospital, reporting they had received shocks, indicated they had not seen any of the aforementioned episodes in the logbook and had taken a photo. When the boston scientific representative observed that photo, the data shown had been from 2004, indicating the internal programmer clock had not been manually set. This is why the episodes were not seen at that time. The MRI procedure was subsequently cancelled as it was concluded the cause of the syncope was most likely the rhythm acceleration to vf. At this time, the device remains implanted, the patient's drug regimen has been updated, and the patient was reported to be stable and had been released from the hospital after a four week stay due to the incorrect suspicion of dementia. Additional information has been requested regarding the medication change to understand whether the change was to remove the valium only or if anti-arrhythmic medications had been prescribed. As of today, no additional information has been communicated. Should any further information be provided in the future, this record will be updated.